Event description:
Report received of "the clinical catheter tip broke off during removal and a piece was left in the pt's body". The pt was to undergo left knee replacement procedure. An epidural catheter was inserted without problems by an anesthesiologist and was reportedly advanced into the spinal canal for the administration of fentanyl 25mcg and bupivacaine 11mg in an unspecified volume of solution. After the surgery completed, the catheter was removed. During removal, "the catheter tip broke off and a piece was left in the pt's body." The pt was notified that a catheter piece was left inside. The pt did not experience any adverse effects. Ap and lateral x-rays of the spine were later performed. The results show that a "2cm catheter piece is seen in the 5th lumbar vertebral body, midline and the lateral view indicates difficulty to visualize the catheter." It was reported that the "pt is not medically stable to undergo any neuro-surgical procedure to remove the retained catheter piece due to the pt's age and physical condition". The advantages and risks involved with the neuro-surgery were discussed with the pt by the physician. The pt decided not to proceed with the surgical removal of the retained catheter piece. The pt is currently confined to the hosp rehabilitation dept to receive post-operative knee replacement physical therapy. There are no reports of pain, sensation or other neurological deficits experienced by the pt relevant to the event.